Event description:
Customer reported a failure code 500. Customer did not have info whether there were any pt injuries associated with this report and if there have been any incident reports filed since the last baxter service event. Customer did not have info whether incident occurred during pt infusion. Although baxter requested, no additional info was provided regarding pt demographics, medication involved, or device programming information. No additional contact info was provided.